Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during an implant procedure with a right ventricular lead that was unable to be implanted. It was found that the helix was unable to be unscrewed and fixed at the septum. The lead was replaced and the operation was ended smoothly and safely. The patient was discharged.